Event description:
It was reported that "the PICC end was found in the bed snapped on the blue catheter at the 5cm mark. We were unable to remove the remaining catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rexf0677 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rexf0677) have been reported from one (B)(6) facility.